Event description:
Knee infection, history of knee osteoarthritis since 1999. The pt also rec'd arthroscopy for a torn meniscus in 1999. The pt rec'd three synvisc injections into the left knee in sep-2002. The pt experienced pain in the left knee the next day the pt was treated with an unspecified injection into the buttocks to treat knee pain. The pt rec'd another unspecified injection in the buttocks 3 days later in the emergency room. 3 days after that the pt was seen by their physician for cold sweats, pain, and swelling in the knee. One and two weeks later, the physician drained the knee and cultured escherichia coli. The pt had been admitted to the hospital and discharged with a "chest shunt" to continue antibiotic treatment (unspecified). The pt had not rec'd previous viscosupplementation and they reported the events to their physician. At the time of the report, the pt's clinical outcome was unknown. Qa evaluation results: the review of synvisc product release data for two facilities did not indicate trends that could be associated to any product complaint.